Manufacturer narrative:
The device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. The pod was received with no evidence of blood on the device. Customer reported bruising at the insertion site, the exposed needle contributed to the reported bruising event. During the investigation, the formed needle was found to be bent. It could not be conclusively determined when or how this damage occurred. Download data shows no irregularities that would indicate a struggle to deliver insulin. The distal tip of the soft cannula was found to be bent. Despite this damage, the soft cannula was measured within specification and fluid was able to flow through the complete fluid path. It could not be determined how or when this damage occurred. The download data shows no irregularities that would indicate this damage prevented the device from delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 300 mg/dl. The pod was worn between 24 and 36 hours.